Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during manual priming. No numbers appeared on the screen of the device and no beeps were heard. The drive support ca did not appear damaged. The customer tired troubleshooting, but nothing helped. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube and lip, minor scratches on the display window, missing end cap sticker and cracked case near the display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.